Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and found vacuum pump to be not performing to specifications. Fse replaced vacuum pump and verified system performance to published specifications. Hardware was the root cause of this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding 'vacuum under limits' errors and some liquid pooling under the unicel dxc 600i synchron access clinical system. There was no exposure to the hazardous fluids.